Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that before the operation the nurse found that the tracheal tube air bag was leaking before the operation and then replaced it with a new one. There was no patient involvement, and no patient harm reported.